Manufacturer narrative:
An event of complete heart block and paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block and paravalvular leak could not be conclusively determined. The reported unexpected medical intervention, and surgical intervention were due to case-specific circumstances. Following implantation, a post-bav was performed, and a temporary pacemaker was placed.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27 mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. Prior to case, the patient's underlying rhythm was atrial fibrillation with right bundle branch block (rbbb). During procedure, the patient required pacing support once non-abbott guidewire crossed annulus due to complete heart block and no pre-balloon aortic valvuloplasty (bav) was performed. The valve was implanted at a depth of 3-4 mm at non-coronary cusp (ncc) and 4-5mm on left coronary cusp (lcc). A post-bav was performed using a 25 mm non-abbott balloon due to perivalvular leak (pvl). After procedure patient required continued pacing support from temporary pacemaker. A permanent pacemaker implanted on the same day. The patient was reported stable.